Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jvrl, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was implanted with a sacral neuromodulation device for treatment of incontinent symptoms and had good results. Though, the patient recently developed hydronephrosis that seemed to be helped with intermittent catheterization. The patient had their stimulator turned off at the time of report to see if that would affect the hydronephrosis. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.